Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer with supplemental information by a nurse in the USA of poor aseptic technique and peritonitis with culture positive for gram positive organism in a male patient (born in 1949) coincident with dianeal pd4 ambuflex therapy. On an unreported date, the patient began treatment with dianeal pd4 ambuflex (dose, frequency and lot number not reported) intraperitoneally (ip) for peritoneal dialysis (pd). During a call with baxter customer service, the following was reported. On (B)(6) 2011, the patient experienced peritonitis. The patient was not hospitalized. It was initially reported that the cause of the peritonitis was either the cat got in the room or the bag was not flowing through the cycler correctly so it was disconnected. Treatment was not reported. The patient was recovering. On an unreported date, dianeal therapy was withdrawn. On 26sep2011 further information was reported by the nurse. The cause of the peritonitis was poor aseptic technique. On an unreported date, the patient was retrained. On an unreported date, the patient was on back up hd (hemodialysis) due to catheter positioning issues. On an unreported date, the patient recovered from peritonitis. On 12oct2011 product surveillance received updated information on follow up with the pd nurse (pdn). The pdn declined to provide details; however, clarified a cat was not involved and the incident had nothing to do with a bag not flowing through the cycler. The pdn stated "the peritonitis was caused by poor aseptic technique due to what the patient did with the product." The pdn verified that the events of poor aseptic technique and peritonitis were unrelated to dianeal therapy.

Manufacturer narrative:
(B)(4). The complaint is confirmed due to the use error described by the peritoneal dialysis nurse in the baxter global pharmacovigilance report; which reports the breach in aseptic technique occurred when the patient performed therapy with a pet in the room. A review of all batch record documents was performed on the potentially associated lots with no issues noted during the manufacturing process. There were no deviations from standard procedure. Per the labeling review: the instructions listed in the patient at home guide for the homechoice device state to follow aseptic technique taught by your dialysis center when handling lines and solution bags to reduce the possibility of infection. The guide instructs the user to use aseptic technique to reduce chance of infection, this includes whenever the patient is connecting themselves to the cycler, disconnecting, or any time they handle fluid lines and solution bags. The guide instructs patients to put on a face mask and wash and dry/disinfect their hands thoroughly. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 1 of 3 involved in this peritonitis event.